Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference reports 3012447612-2023-00074 through 3012447612-2023-00077.

Event description:
It was reported that three polaris 5.5 plug drivers had twisted tips and another one had a tip that fractured off. There were no reported patient impacts. This is report two of four for this event.

Event description:
It was reported that three polaris 5.5 plug drivers had twisted tips and another one had a tip that fractured off. There were no reported patient impacts. This is report two of four for this event.

Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. Inspection: the returned device matches the information in the complaint file and was examined. Visual inspection revealed that 3 of the drivers were twisted at the tip, and 1 of them was fractured (lot zb130501). See images attached in the sub-form. DHR review the DHR was unable to be located for review. Potential root cause a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. Device usage this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.